Manufacturer narrative:
H2 - continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821. H2 - please see the additional codes section for updates annex g code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that an "unregistered imaging system exam received" message appeared on the navigation system. The site respun and was able to proceed with the case. The manufacturer representative (rep) on-site reported that all 3 boxes on the main cart were green prior to the spin, but he was unsure if they remained green throughout the spin. The rep reported that the camera box on the image acquisition screen would flicker red when setting up to take a spin. The length of delay was not reported. Patient impact details unknown.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.